Event description:
As reported: "screwdriver tip is broken off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned broken as reported. The device inspection revealed the following: the returned screwdriver with the self-holding feature shows normal traces of use. The tip of the screwdriver is broken, the broken fragment was not returned. The breakage surface shows the typical structure of a brittle fracture (smooth surface, no plastic deformation), most probably due to a bending or torsional overload applied during use. It is worth noting that to prevent the bending, the device is laser-marked with « do not lever ». Relevant dimensions were measured and are conforming to specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on the investigation, the root cause was attributed to an user-related issue. The breakage shows signs of torsional or bending overload applied on the screwdriver during use. It can be added that since the device was manufactured more than 15 years ago, normal wear and tear probably also have contributed to the event. As a reminder, the stryker « instructions for cleaning, sterilization, inspection and maintenance » help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "screwdriver tip is broken off."